Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement via an internal venous approach, when a drug was administered, the drug allegedly leaked subcutaneously. It was further reported that the port was allegedly found to be torn upon removal. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port attached to a groshong catheter was received for evaluation. Gross, microscopic, visual, tactile and functional testing were performed. A partial compound break was noted on the attached catheter approximately 2.0cm from the distal end of the cath-lock. The edges of the partial compound break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth. Splits were noted on the border of both regions. Upon infusion, a leak was observed from the partial compound break on the attached catheter while water exited the distal end. Therefore, the investigation is confirmed for the reported fracture, fluid leak and identified natural worn, deformation issues. However, the investigation is unconfirmed for the reported material separation as complete break on catheter was not identified. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. A definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the port allegedly leaked drug subcutaneously. It was further reported that it was allegedly found to be broken completely when the port was removed. Additionally, the patient allegedly experienced skin erythema due to the break. The current status of the patient is unknown.